Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/25/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with infection under the entire patch area, which occurred 2 days after the sensor had been inserted in the arm. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor and was prescribed oral cephalexin (500mg three times/day). The patient was fine at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.